Event description:
It was reported to our sales rep that during pt transport the stair chair did not perform to specifications. Both paramedics fell down the stairs and were injured. The paramedics both rec'd med treatment and were not able to work. The pt had reported head swelling. There was pt involvement and adverse consequences reported.

Manufacturer narrative:
Investigation underway.